Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the device had a bubbled downstream occlusion sensor seal. Functional testing was performed, and the reported issue could not be replicated. The root cause could not be determined. The downstream occlusion sensor seal was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported the device is alarming at random times during the infusion process.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.